Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four (4) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was performing priming during the pre-use check when an alarm sounded and a "no disposable, pump won't run" error appeared on the screen. The patient replaced the batteries with other ones and re-attached the cassette, but the alarm persisted. No patient injury was reported.